Event description:
While using a cavitron jet plus g137 they allege that they did not have enough water flow and the handpiece was running hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Woe hose,tubing,clogged debris buildup in the water filter. Oil contamination in the air system causing powder to clog the manifold and bowl assembly, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, no powder flow due to a clogged powder bowl. Dead batteries in wireless foot pedal, blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.